Event description:
The customer contact reported a separation. The set was reportedly "broken in the region of the cassette". No specific patient information or event details were available. Though requested, no additional information was provided.

Manufacturer narrative:
H10: the device was received. Investigation is not complete.sections d8 and d9: the reporter was contacted, and information on reprocessing of the device was requested; however, the information was not obtained.h11: event codespatient: 2202device: 1562this report represents all the information known by the reporter upon query by hospira personnel.